Manufacturer narrative:
(B)(4). Date sent (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Assumed 1st day of month (july, 2013) that complaint was reported the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a ¿tighten assembly¿ alert screen. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure the gen11 display showed error code tighten assembly. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device will be returning.